Event description:
Two issues. The alarms on my dexcom g7 are sometimes delayed in letting me know if I have dropped below my lower threshold. For example, my daytime lower threshold is 85 but I did not get an alarm until I was below 60. The g7 is on the wrong profile at times. I have one profile for the hours I am awake (with a low alarm if bg(blood glucose) is below 85) and another for when I am asleep (with a low alarm if below 65). I have received alarms during sleep hours when my bg is above 65. I am not sure if my first issue is because the g7 is on the wrong profile. I have called dexcom tech support several times about these issues and was told to delete and reinstall the app. That has not eliminated these issues.